Manufacturer narrative:
Correction: d4. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock. The s-ICD was programmed to secondary vector and smartpass was on. Technical services (ts) didn't suspect an issue with this electrode. Ts suspected the inappropriate shock was due to a mix of movement and t-wave oversensing. Also, ts observed subtle movement-type noise. It was noted the shock was delivered during the patient's motorcycle class, and this was the first time the patient rode a motorcycle since receiving the s-ICD. The s-ICD was reprogrammed to alternate vector. It was noted the morphology was slightly more biphasic in this vector. Ts recommended sending in session files for deeper analysis of vector selection. This electrode remains in service. No adverse patient effects were reported. Additional information was received that the cause of the noise appeared to be t wave and myopotential oversensing. Vector reprogramming was completed to improve this sensing issue.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock. The s-ICD was programmed to secondary vector and smartpass was on. Technical services (ts) didn't suspect an issue with this electrode. Ts suspected the inappropriate shock was due to a mix of movement and t-wave oversensing. Also, ts observed subtle movement-type noise. It was noted the shock was delivered during the patient's motorcycle class, and this was the first time the patient rode a motorcycle since receiving the s-ICD. The s-ICD was reprogrammed to alternate vector. It was noted the morphology was slightly more biphasic in this vector. Ts recommended sending in session files for deeper analysis of vector selection. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product investigation is still in progress. This report will be updated when product investigation is complete.

Manufacturer narrative:
Additional information added to b5. Section e1, e2, e3, and g2 updated. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock. The s-ICD was programmed to secondary vector and smartpass was on. Technical services (ts) didn't suspect an issue with this electrode. Ts suspected the inappropriate shock was due to a mix of movement and t-wave oversensing. Also, ts observed subtle movement-type noise. It was noted the shock was delivered during the patient's motorcycle class, and this was the first time the patient rode a motorcycle since receiving the s-ICD. The s-ICD was reprogrammed to alternate vector. It was noted the morphology was slightly more biphasic in this vector. Ts recommended sending in session files for deeper analysis of vector selection. This electrode remains in service. No adverse patient effects were reported. Additional information was received that the cause of the noise appeared to be t wave and myopotential oversensing. Vector reprogramming was completed to improve this sensing issue.